Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the patient received a line blocked alarm last morning and changed out his infusion set and cassette, which resolved the alarm. However, he felt that his blood glucose stayed somewhat elevated and woke up the next day with high blood glucose and plans to change out the infusion site and cassette.

Manufacturer narrative:
D3 - postal code was updated. D4 - primary UDI number was updated. H6 was updated. The suspected device was not received for evaluation. The device history file was reviewed. There were no nonconformities were identified that may have contributed to the reported complaint. The complaint cannot be replicated or confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.